Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment site (specific date not reported). Subsequently, the patient underwent a skin revision surgery and abutment removal under general anesthesia on (B)(6), 2022.